Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that they were visited emergency room due to high blood glucose on unknown date. Customers blood glucose went up from 200 mg/dl to 400 mg/dl to 600 mg/dl. Customer had received insulin flow blocked alarm during bolus. Insulin was exit during 5 unit fixed prime fill cannula. Customer was changed infusion set again and received insulin flow block alarm. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.